Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor was off by 200 mg/dl points. Customer woke up with blood glucose of 483 mg/dl. Customer's blood glucose lowered to 369 mg/dl after a set change, but sensor triggered the threshold suspend. After troubleshooting, customer will not be returning the device for analysis.